Event description:
During a wisdom tooth removal the handpiece became immediately hot causing a second degree burn on the lip (approx 1cm x 3cm). Area was treated with a special soap and an ointment. The bur guard being used was sent in with the handpiece to be checked.